Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 24 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after repeated attempts and the stent got damaged. There were no patient complications nor injuries reported.

Manufacturer narrative:
A promus elite ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 24 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after repeated attempts and the stent got damaged. There were no patient complications nor injuries reported.